Event description:
The customer reported that during a knee surgery the end of a screw broke. The surgeon used a second screw and this fractured (MFR report 9617083-2012-00018). A third screw was used to finish the surgery successfully. No adverse consequences were reported.

Manufacturer narrative:
Suspected root cause: attempted insertion of the screw into a tunnel too small/tight for the diameter of the screw. A particularly hard/dense bone could be a contributory factor.